Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit or bad battery alarms noted during testing. The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up or moisture damage on electronic assembly or motor noted during testing. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother reported that the numbers were ramping on their own. The customer's blood glucose was 122 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.